Event description:
Information was received from a patient regarding their external equipment. The patient reported difficulty connecting to the pump since about 6 weeks ago, in january. Patient stated they had to restart the application every time they want to bolus. Patient confirmed service code 338. Patient stated it takes 4-5 mins to connect sometimes, but was unclear where in the connection process they experienced the issue. Patient confirmed they have not had any falls, trauma, or excessive bending, twisting, or stretching that could have impacted how the pump sits. Patient mentioned they had a little bump or indentation of where they fill the pump and they usually place the communicator over that part. Patient stated the healthcare provider (hcp) did not seem to have any issues with connecting to the pump while they were in the office but the patient had issues connecting when at home. Patient had to leave so no further clarification or information was able to be obtained. Patient was advised to call back when they had time to troubleshoot their concerns. Additional information was received from the patient reporting that the handset took a long time to connect and deliver the bolus for the last 5 months. Patient stated the handset gets stuck at 91% when connecting to the pump. Patient stated they get 12 bolus day. Patient asked to meet with company representative (rep) to check device due to how long it takes to connect and deliver bolus. Patient service assisted patient with clearing data on the handset. The troubleshooting steps taking on the call resolve the issue. Patient service recommend patient monitor the device and call patient service for assistance if necessary. Historical event: patient mentioned they were in the intensive care and when they came home last night the food got stuck in her trachea and her bowels were not moving. Patient asked if there was a stimulator for the bowels. Agent reviewed information and recommend patient consult with healthcare provider ofc for next steps. Patient reported they had an appointment on monday. Additional information was received from the patient who reported that their pump is 6 years old, and they were wondering if their pump needed to be replaced sooner than this summer for normal battery depletion because their external equipment was suddenly having so many problems. The agent review pump longevity considerations. The patient stated that they had been having issue with their handset and communicator for 6 years, but then while on the call stated, ¿it used to be that they could hit myptm, and connect without issue, but now they get a restart application - service code 338 (connection interrupted) every single time and it will run forever on connecting, or it will go forever on searching - the only way I know that it's going to follow through is when it says retrieving ¿ this last time it took 10-15 minutes to get it to connect ¿ this has never happened before ¿ it¿s never happened for 6 years, and I don't understand how it can do that ¿ I don't understand how it worked great for 5 and 3/4ths years and now it's having issues.¿ the patient stated that their handset was at 50% charge and both their handset and communicator charged well without issue. The patient confirmed their charging cords were not loose or wiggly in either of their charging ports. The patient mentioned that they had to swipe their finger to open up the application, and they have tried one finger, then the next, and lightly, but they can't get it to open up. The patient confirmed it appeared that the handset screen was not as responsive to their touch. The patient stated that many times they just have to power off and back on the equipment. The agent assisted the patient in connecting to their pump, and patient reported seeing service code 338. The patient was able to successfully connect to the pump and reported a lockout time of 1 hour and 9 minutes. The patient stated that the bolus they attempted to request earlier today must have gone through based off of that lockout, but then stated, ¿I might have given one (a bolus) but I can't remember.¿ the patient mentioned they typically power on the communicator, then attempt to swipe up on the handset, and then tap ¿restart application¿ for service code 338, and then attempt to start connecting. The agent suspected that the communicator was timing out while the patient was trying to get the handset ready. The agent reviewed considerations and agreed to replace the handset as part of troubleshooting. A replacement handset with compatible wallet case was requested from the repair department. The pump was delivering morphine, baclofen, and fentanyl.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6); implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.